Event description:
It was reported that, during a nail surgery, the beginning of one (1) trigen ext flexible reamer shaft 65cm broke. The procedure was resumed, without any delay, using an equivalent s+n back-up. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).